Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient passed away due to thrombosis/extrinsic outflow graft obstruction (eogo).

Manufacturer narrative:
B5: additional information. H6 health effect - clinical code updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
There were no changes to patient condition or anticoagulation status that may have contributed and there were no changes to pump parameters. A computed tomography (CT) scan of the chest revealed massive thrombosis of the left ventricular assist device (lvad), however no CT images were available. The patient experienced persistent low flow alarms as a result of the pump thrombosis. The lvad thrombosis continued to progress despite the patient being on therapeutic anticoagulation at the time of admission.

Manufacturer narrative:
Section b: date of death corrected manufacturer's investigation conclusion: the reported device thrombus could not be confirmed through this evaluation. Additionally, the reported low flow alarms could not be confirmed, as no log files were submitted for review. A specific cause for the low flow alarms as well as a direct correlation to the reported thrombosis could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 of the IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.